Manufacturer narrative:
The device was returned for evaluation. Unit cleaned per protocol. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. Unit received with the shock cushion has moved forward in handle and is impeding the handle from closing and holding properly. 6in transitional teeth are worn and needs to be replaced; shock cushion and 1/4in pin are worn. Adjustment wrench is missing. The device history record reviewed with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed. The underlying root cause for the reported event is unknown.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical technician reported that the a2101 mayfield ultra base unit had an excessive movement on the brass handle. Additional information received on 08jan2019 indicating that the event occurred on (B)(6) 2018. There was no patient contact, injury, or surgery delay reported.